Event description:
Per the infusing nurse, the replacement curlin pumps with serial numbers (B)(6) and (B)(6) only had step 1 of 5 programmed when they received the pumps. Both pumps were checked by two pharmacists prior to leaving the building and all 5 steps were programmed. The patient's lumizyme infusion was done using one of the two pumps he already had. No interruption in therapy and no adverse event encountered as a result of this. Dose or amount: 250 mg. Frequency: every week. Route: IV. Dates of use: from (B)(6) 2015 to current. Diagnosis or reason for use: pompe.